Manufacturer narrative:
Summary: returned protaper ultimate shaper file 31mm is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Additional information received: broken part remains in the tooth, the patient does not want any follow-up treatment. Should any problems arise, the patient will contact the practice.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that protaper ultimate shaper 31mm x6 broke during use. The outcome of this event is unknown as of this MDR. Further information requested.